Event description:
The customer obtained falsely high troponin I results on a pt sample and reported results to the floor. Elevated results of this magnitude might lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation concluded that the customer did not properly interpret the results of the troponin I duplicate testing algorithm as recommended by customer notification. No pt harm was reported. User error contributed to this event.